Event description:
It was reported that the patients ipg would not hold a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned to bsn as it was not released by the medical facility.

Manufacturer narrative:
Exact date unknown, event occurred beginning of (B)(6) 2022.

Event description:
It was reported that the patients ipg would not hold a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned to bsn as it was not released by the medical facility.

Manufacturer narrative:
Correction to the initial MDR in bsc aware date field.